Event description:
Us complainant reported the patient was on impella rp flex support and while on support there were low purge flows with increased purge pressure reported. Purge flows dropped to 3.7 and purge pressures were steadily rising in the 700s. The tissue plasminogen activator protocol was discussed with the staff. Additionally, it was noted that prior to the implant, the patient had a clot in the right atrium / right ventricle. The clot was attempted to be removed however, the impella was implanted anyway. The patient eventually expired after the family decided to withdraw care. The use of the impella device cannot be conclusively associated with the patient¿s outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
B.5 medical safety office review statement was revised from the initial manufacturer device report number 1220648-2024-14934. D.1 brand name and d.4 model number were revised from the initial manufacturer device report number 1220648-2024-14934. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-14934 incorrectly. No ifus are needed to be reported for this report.

Event description:
Per medical safety officer review the use of the impella device cannot be conclusively associated with the patient¿s outcome (death). The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for high purge pressure and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.